Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter, receiver and smart device on (B)(6) 2016. Patient was advised to use a different transmitter and re-pair the device. Pair request was successful and sensor warm-up began without a problem. At the time of contact, no injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 01/21/2016. The complaint of loss of connection was confirmed. A root cause could not be determined.